Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the remote arm controller (rac) for failure analysis. The rac was installed to a test system, start-up was normal. Unit passed all testing specification without any errors/issue. The complaint was not confirmed by failure analysis.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. A system log review was performed, and it was determined that the issue was likely related to remote arm controller (rac) 1 or the left master tool manipulator (mtm). The fse disconnected the suspected surgeon side console (ssc) and was able to start up the system without any faults. The fse replaced the rac to resolve the reported issue. The system was tested and verified as ready for use. Isi has received the rac for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted incisional hernia surgical procedure, the system was getting repeated non-recoverable error 281. The issue started with a broken blue fiber cable. The customer replaced the blue fiber cable, but the issue persisted. An intuitive surgical, inc. (Isi) technical support engineer (tse) asked the customer to hard power cycle the system, but the error could not be resolved. The procedure was converted to laparoscopic surgery with no reported injury.